Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the cfp-4502, 4.5mm crossft suture anchor was being used on (B)(6) 2021 during a rotator cuff repair procedure when it was reported ¿the hole is started with a cross ft punch up to the 4.5mm laser mark, when trying to put the anchor this non -thread resists until the tip and the suture are broken.¿ there was no report of medical intervention or any known hospitalization for the patient. There was no report of patient/user impact. The procedure was completed with a super revo ft device. There was a 15 minute delay. There is no indication of fragmentation. Further assessment was attempted; however, to date no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of their customer that the cfp-4502, 4.5mm crossft suture anchor was being used on (B)(6) 2021 during a rotator cuff repair procedure when it was reported ¿the hole is started with a cross ft punch up to the 4.5mm laser mark, when trying to put the anchor this non -thread resists until the tip and the suture are broken.¿ there was no report of medical intervention or any known hospitalization for the patient. There was no report of patient/user impact. The procedure was completed with a super revo ft device. There was a 15 minute delay. There is no indication of fragmentation. Further assessment was attempted; however, to date no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿while trying to implant the anchor, there is resistance until the tip and suture are broken¿ is confirmed. Visual examination of the returned product found the implant broken off at the tip and still attached to the suture and the driver shaft. It is suspected that the pilot hole was not punched correctly for the implant size. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 7 reports, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Proper orientation and alignment of instruments is important during implantation of the crossft suture anchor to minimize possible breakage of the anchor. Breakage of the crossft suture anchor is possible if: a. The bone punch or tap is not inserted to the proper depth. B. The crossft suture anchor is not properly aligned with the pilot hole. C. The crossft suture anchor is loose or not securely attached on the driver. D. The crossft suture anchor inserter is used for prying. E. The crossft suture anchor is advanced too deep. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the (B)(4), 4.5mm crossft suture anchor was being used on 17nov21 during a rotator cuff repair procedure when it was reported ¿the hole is started with a cross ft punch up to the 4.5mm laser mark, when trying to put the anchor this non -thread resists until the tip and the suture are broken.¿ there was no report of medical intervention or any known hospitalization for the patient. There was no report of patient/user impact. The procedure was completed with a super revo ft device. There was a 15 minute delay. There is no indication of fragmentation. Further assessment was attempted; however, to date no response has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.